Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, five photos were provided for review. All the five photos shows the partial view of distal end of the drainage catheter. The distal end was noted to be in pigtail formation. Thread was not noted in all the provided photos. Dust particles were noted throughout the catheter tube. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported thread break and material separation issues for this device. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound-guided percutaneous nephrostomy (pcn) drainage catheter placement procedure using a navarre opti drain catheter. Post the procedure on (B)(6) 2025, a sure-lok thread digression was observed. The procedure was completed by using another catheter. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound-guided percutaneous nephrostomy (pcn) drainage catheter placement procedure using navarre opti drain catheter. Post the procedure, a sure-lok thread digression was observed. The procedure was completed by using another catheter. There were no reported patient injury.